Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a one-time pump replacement to address the issue.